Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6); batch: a000098845.

Event description:
It was reported one of patient's leads showed high impedances. Investigation was unable to determine which lead was at fault. Surgical intervention took place on (B)(6)2024, during which the entire system was explanted.